Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: missing adhesive at objective lens, missing adhesive at light guide lens, and foreign object in biopsy port side. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. A root cause could not be identified. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the duodenovideoscope to the service center for a separate issue. During the device analysis, the investigation indicates that missing adhesive at objective lens, missing adhesive at light guide lens, and foreign object in biopsy port side was found. There was no patient involvement.